Manufacturer narrative:
Episode #9 was reviewed by ts who confirmed the qrs morphology change at rates of 120-140 bpm associated with double-counting. The physician plans to perform an exercise test to increase the patient's heart rate and evaluate the qrs morphology at that time. The episode was reviewed by in-house engineering who recommended that a new template should be captured if the morphology change is reproducible. The local representative was planning to contact ts to discuss the results of the exercise test. Boston scientific received information from the local representative that an exercise test was performed. The patient's heart rate was not fast enough to achieve a change in morphology. The maximum heart rate during the exercise test was 80 bpm. The patient has been started on tikosyn (prescription medicine that is used to treat atrial fibrillation or atrial flutter). Intermittent t-wave oversensing was observed during the test. When the shock configuration was reprogrammed to alternate, only rare oversensing was noted. The shock configuration was permanently programmed to alternate.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) on (B)(6) 2015. The local representative was planning to send a captured s-ECG and a printout of an episode. Ts commented that there were definite changes in the qrs morphology. The rhythm was irregular with a real rate of 170-180 with some t-wave oversensing. The patient is currently in atrial fibrillation. Ts discussed medication for rate control. Another local representative contacted ts again on (B)(6) 2015. The local representative reported that this patient had been admitted into the emergency room last week and this device and electrode were exhibiting t-wave oversensing. The device was interrogated and the gain was changed to 2x; however, the sense vector was not reprogrammed. The patient was admitted back into the hospital on (B)(6) 2015 following delivery of shock therapy. Printouts were sent to ts for review. Ts reported that there was both oversensing and undersensing on the captured s-ECG and stored episode #5. The local representative was informed that the rate appeared fast enough that the device may have delivered a shock in episode #5. The rhythm was converted following delivery of shock therapy. The local representative was planning to discuss this further with the physician. The local representative contacted ts again on (B)(6) 2015 to report that the patient had received another delivered shock resulting in an induced ventricular fibrillation (shock-on-t wave). Multiple shocks were required to terminate the arrhythmia. During the episode, rhythm acceleration following shock delivery was noted. Ts was informed that the patient's qrs morphology has changed. Stored data was uploaded and the gain was increased to 2x. The therapy zones were reprogrammed to single zone pending the outcome of an exercise test. The patient does have an intermittent bundle branch block issue.